Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, as the physician extended the screw, he said he felt a "pop". The stylet was removed and the pocket was closed. Interrogation of the device then revealed high impedance on the right ventricular lead. The pocket was reopened and the lead was re-analyzed and a measurement of high impedance was obtained again. The physician then attempted to introduce the stylet three times without being able to advance it no more than one half inch. When attempting to retract the screw, it would not retract. The inner core of the lead may have snapped. The lead was then removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.